Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen does not respond when pressed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond along the right side of the display. The probable cause was due to contamination on the bottom of the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.